Event description:
It was reported the pt had surgery done in 2008, and the symptoms had not improved. An alarm was heard, but was not confirmed by telemetry. The pt was admitted to the emergency room due to increased pain. The hcp discusses the possibility of another pump revision, but wanted the patient to gain 20 pounds prior to another revision. The pt experienced increased pain and vomiting. The pt was hospitalized for almost 1 week for an over dosage of oral opioid, while the pump was delivering 300 mcg/ml fentanyl per day. The hcp discussed the use of dilaudid or prialt in the pump, otherwise, the pump will be explanted. The pt was only being treated with oral pain medications and was doing well.